Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the blade of the device worked normally at first. After the myoma was cut about 130 g, the blade came out from the sheath but it stopped rotating. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04618. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the main housing and reducer was returned for evaluation. Functional tests involving the trigger housing could not be performed. The returned main housng worked properly during the evaluation.